Event description:
According to the information received, the lens on the scope does not show clear images; very blurry. It has been involved in a patient incident that resulted in harm: while dealing with the adhesions a small hole in the lung was created. Cross reference MDR: 9610617-2026-01466.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4). Cross reference complaint ID: (B)(4).